Manufacturer narrative:
The returned ipg (sc-1160 sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
It was reported that the patient wanted the ipg to be placed lower for comfort. The patient underwent a pocket revision and an ipg replacement procedure. The patient was doing well postoperatively. The ipg will be returned for analysis.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient wanted the ipg to be placed lower for comfort. The patient underwent a pocket revision and an ipg replacement procedure. The patient was doing well postoperatively. The ipg will be returned for analysis.